Manufacturer narrative:
A ge representative evaluated the system and replaced a video circuit board. System operates as intended.

Event description:
The customer reported, the left monitor will not turn on. No pt injury was reported.